Event description:
Customer reports patient received contrast infiltration. In 2003, an IV contrast was started and about half way through the exam, the patient complained that his right arm was hurting. The tech finished the exam which took approimately 2-3 minutes. After the exam, the arm was checked and had some swelling.

Manufacturer narrative:
Liebel - flarsheim field service report: field service engineer evaluated injector and found nothing that would cause an infiltration. The injector functioned as designed. Injector system returned to full service by the customer.